Manufacturer narrative:
(B)(4). The analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. Evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the jaws did not open after about the 10th firing. As the jaws clamped the specimen side, the device was removed with the gallbladder after additional suture was performed. There was unexpected resistance in grasping the trigger. Also, there was an unexpected noise. There was no torquing or twisting of the device present at the time of firing. The device did not clamp something hard such as an existing clip. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).